Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the magnet ring of the control section is broken, therefore the insertion pipe does not rotate smoothly. A definitive root cause could not be identified for the damaged fibre bonding in the outer tube area (distal end). Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no resistance in the handle, so that the scope changes position during movement/use. There were no reports of patient harm.